Event description:
It was reported that, "while removing a screw (a revision case), the tulip head came off of the screw shaft."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.